Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received at boston scientific's return product department in mid-january 2014. The device was electively explanted in (B)(6) 2013 due to normal battery depletion. The implanted right ventricular (rv) defibrillation lead remains inservice.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information via a post-market study that this device was identified as having at least one episode of noise/artifact. The noise was oversensed and resulted in at least two seconds of pacing inhibition. No adverse patient effects have been reported.